Event description:
The following description of the event was documented by a carefusion tech support specialist in response to an e-mail from the foreign distributor in (B)(4)."this ventilator works normally, but does not emit audible alarm."

Manufacturer narrative:
(B)(4). Based on the information provided by the foreign distributor, the carefusion technical support specialist determined that the most likely root cause in this reported event is a faulty gas delivery engine. A replacement gas delivery engine was sent to the foreign distributor on (B)(4) 2014 for them to repair the device. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty gas delivery engine for evaluation. As of august 28, 2014, the alleged faulty gas delivery engine has not been received. Should the gas delivery engine return for evaluation, a follow-up medwatch report will be submitted once the evaluation is complete.